Manufacturer narrative:
This medwatch report is being submitted as a correction based on the additional information received. Updated sections b5, h6 (a,c, and d). Manufacturer review of additional information determined that no malfunction of the thruway guidewire occurred. The guidewire did not become stuck, functioned as intended, and showed no damage before or after use. No issue related to the guidewire was identified. Therefore, this incident is not considered reportable.

Event description:
This follow up MDR is submitted to clarify that no malfunction of the thruway guidewire occurred. Additional information received from the distributor on april 10, 2026 indicating the device did not become stuck on the guidewire, as originally reported. The catheter was removed while the guidewire remained inside the patient. No damage to the guidewire was observed prior to the procedure or upon removal. No issue with the guidewire was identified.

Manufacturer narrative:
The device involved in this event was not received for evaluation; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use, "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was reported as unknown; therefore, section d4 could not be completed, including the UDI number.the sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to obtain additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to the system requires a value in h6(g).

Event description:
Event description: it was reported that: the physician placed the catheter in the target vessel and it began to advance and perform rotational atherectomy , but it had no response. It did not rotate after it was removed from the patient and it started under normal saline, and it could rotate normally and liquid could be refluxed after pressing the backward button. Then the device was restarted and connected with the catheter, and it was normal after priming again. In the case of clipping the guide wire, the forward button was pressed again, the machine sound was heard, it still could not move forward for performing rotational atherectomy , but it could move backward for performing rotational atherectomy normally. It had no sign of failure on the machine. Was the device stuck on the guidewire? Yes. What was the patient condition following procedure? Stable. Where did the problem occur? Inside the patient. When was the problem noticed: during procedure. Was the problem associated with labeled use? Yes. Event resolved? Yes. Action taken by the physician to try to resolve the event: device removed. Please clarify, did the device function as expected after the device was re-primed? No. It could not flush when rotating forward, it could only be flushed when moving backwards and exhausting the liquid, and after restart it still could not function. Did any other function stop working other than loss of rotation? No.